Manufacturer narrative:
The reported event could be confirmed based on the evidence received. The evidence inspection revealed the following: x-rays were received for inspection. The stripping of the screw could be confirmed. However, with only the ap view available, it was not possible to determine the exact circumstances under which the fragmentation occurred. The device as well as x-rays of the lateral view would have given further information and would have been necessary in order to determine the root cause of the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "I had a sales rep that called me in the last week and reported that he had a fixos 2 screw that the threads ribboned as it was being inserted. The screw was put in on power and when the tip of the screw was drilled it peeled out in to numerous pieces, there was no shank left on the screw. The surgeon was unable to get the screw out of the patient, successful compression was not achieved. This created a 20-minute delay in the case.

Event description:
As reported: "I had a sales rep that called me in the last week and reported that he had a fixos 2 screw that the threads ribboned as it was being inserted. The screw was put in on power and when the tip of the screw was drilled it peeled out in to numerous pieces, there was no shank left on the screw. The surgeon was unable to get the screw out of the patient, successful compression was not achieved. This created a 20-minute delay in the case.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.